Event description:
Consumer stated she ended up getting a uti she thinks was "brewing for a few weeks" and ended up going to the emergency room last week (B)(6) 2022 as she said she was hyperventilating from anxiety and had felt overall not well for the last few weeks. It was confirmed with urine testing ua and urine culture she had a uti from ER. Her only uti symptom was having frequency voiding. She told me she cannot be sure what caused her uti but possibly the ultra16 could have contributed to her uti as she said she thinks because they were so messy and short not draining her bladder all the way as described in the complaint details for this case. She said she may have also touched the entrance to her urethra while cathing with the ultra16 as it was so short with a nail she has that is infected and split and she is ¿treating with a pomade¿. She said sometimes she cannot wash her hands prior to cathing and will use a "99% water" gentle baby wipe to wipe her hands and she also uses one to cleanse urethra prior and after cathing. At ER they checked her urine and it was positive for uti and she is finishing up a round of 7 day antibiotics prescribed, she does not know the name of it but is feeling better. She does not get utis often she said.

Manufacturer narrative:
Complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Patient country: USA. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).